Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to be interrogated through conductive telemetry. A second lp implant was attempted, and the helix was stretched. A third lp was successfully implanted. The patient was in stable condition.